Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 562 mg/dl. The customer declined to troubleshoot the high blood glucose because he knew it was a bent cannula that made his blood glucose go high. The insulin pump will not be returned for analysis.